Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a pump error 37 alarm. The customer cleared the alarm but the insulin pump continued to alarm pump error 37. While troubleshooting, the customer was unable to clear the alarm. The customer was unable to rewind the insulin pump. The customer was unable to put the insulin pump in storage mode because it turned itself off and back on. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error alarm 37, 41 and stuck key alarm; the insulin pump error alarm a37, a41 and stuck keys confirmed in the trace however, all keys functioned properly during our testing. The insulin pump was able to rewind, seat and passed displacement test. The insulin pump was cut open and the motor was able to successfully rewind and drive forward. The insulin pump received with a cracked case on the battery tube side and the combination of a37, a41 and stuck button root cause is moisture damage ingress leading to shorting of the keypad and motor connector. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window and keypad overlay.